Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device kept going on and off. Customer's blood glucose was 469 mg/dl at time of the call. Customer treated high blood glucose with manual insulin injection. Device alarmed no delivery alarms and motor error alarms. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify motor error, no delivery alarm or any alarm due to failed battery test alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.